Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, seven years of post-deployment, a computed tomography of abdomen was performed for filter check. The study showed positive for caval perforation and filter tilt. The upper strut at the posterior medial aspect of the inferior vena cava penetrates 0.8 into the retroperitoneum posterior to the aorta. The lower posterior medial strut penetrates 1.1 cm into the retroperitoneum posterior to the aorta. The upper anterior medial strut penetrates 5 mm into the retroperitoneum anterior to the aorta. The lower anterior medial strut penetrates 1.0 cm into the retroperitoneum anterior to the aorta. Filter tilted right sided 14.98 degrees, anterior sided 14.35 degrees and laterally at 11 degrees. There was no evidence of filter migration, strut fracture or bending. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately seven years post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately seven years post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.